Event description:
Our inspection of the unit revealed that an internal component was emitting sparks.

Manufacturer narrative:
Our inspection of the unit revealed that an internal component was emitting sparks. Further examination revealed that one of the terminals had been broken near a thermostat, resulting in a spark which had been contained by our double-insulated design. We also found several other internal components that were bent, as well as indications that the unit had been folded in use, which is a clear indication of misuse and failure to follow instructions and warnings on the part of the consumer. The outer cover of the unit was extremely dirty and covered with hair which appeared to have come from an animal. We concluded that this report was attributable to misuse by the user, and failure to follow instructions as to the care and handling of the unit.